Event description:
It was reported that the device was unable to fully charge. Patient can feel a popping when device was charging. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an anomalous hv capacitor as the cause for the field event. Other text : na.